Manufacturer narrative:
Information supplied was completed by the manufacturer based on information obtained from the user facility. Any information not included in this section or any other section was na at the time of submission of this medwatch report to the FDA. This device has not been received by this manufacturer. An evaluation has not been performed. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event.

Event description:
The complainant has reported that a female patient (age unknown) underwent a therapeutic ercp procedure with placement of a plastic biliary stent. The clinician reports that due to the resistance encountered at the stricture location, the wire went through the introducer/push catheter. The push catheter became lodged within the stent. Once the stent was successfully deployed, the clinician utilized a snare to remove the introducer (push catheter) without issue or consequence to the patient. The patient was discharged to home.